Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. \the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the chuck of the device had seized/frozen/would not move. Therefore, the reported condition that the device did not work was confirmed. The assignable root cause was determined to be traced to the user, which is user error. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the chuck with key device had component damage, and the chuck seized ¿ frozen/will not move. It was further determined that the device failed pretest for check function of the tool coupling and check the drill chuck. It was noted in the service order that part of the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.